Event description:
Multiple issues over the past several months related to resolution 360 clip not firing correctly, piece of clip falling off, clip damaged in packaging etc. Events were recognized by staff and no harm occurred with a pt. FDA safety report ID# (B)(4).